Event description:
In 2007, during operative procedure a davol hubless silicone flat drain was placed in the pt for removal post-operatively at the pt's bedside. Two days post-op, the nurse attempted to remove the drain, but it broke with more than y2. The drain remaining in the pt. The drain was not sutured into the abdomen. Two days after initial operation, the pt returned to surgery for removal of the remained jp drain from the pt's abdomen.